Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. The patient was seen in clinic. Device download was performed and the device was restored to normal functions. The patient will continue to be followed.